Manufacturer narrative:
(B)(4). Additional information was received that a procedure was performed and the associated device was removed from service. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead recorded a code 1005 indicative of an open circuit was detected during shock delivery. The patient received shocks a couple of days ago which was believed to be due to atrial fibrillation (af) with rapid ventricular response. Event with delivered shocks showed high out-of-range shock lead impedance measurements of greater than 125 ohms in the first two shocks and the third was 43 ohms. There was no noise observed on the electrogram (egm). Boston scientific technical services (ts) had the health care professional (hcp) and the patient recreate the same motion when patient got shocked but still could not recreate the out-of-range impedance measurements. Ts discussed getting a header x-ray to check on set screw or lead pin insertion. Additional information received that x-ray was performed; however, still awaiting for the analysis. Attempts to obtain further information were unsuccessful. The system remains in service. No adverse patient effects were reported.